Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced sensor glucose versus blood glucose differences with threshold suspend. Customer's sensor glucose was 64 and blood glucose was 99 mg/dl. Customer was advised to turn sensor off for two hours and reconnect and if readings were still off to call back. Customer declined sensor replacement.